Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode due to a power on reset (por) which disable the backup defibrillation option (bdfo). The ICD was successfully restored. There were no patient consequences.

Manufacturer narrative:
The reported event of a bvvi due to power on reset (por) was confirmed. Since the device was not returned for analysis, the cause of the por was unable to be determined with the information provided. The results of the analysis were inconclusive.